Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. The system remote data analysis showed a large focus deactivation on (B)(6) 2019 without other error messages, hinting towards an emitter wear-out. In the event a focus head fails on an x-ray tube (regularly x-ray tubes are equipped with 2 or 3 foki), this failure is detected and the operator can semi-automatically switch to another focus in order to finish the ongoing procedure. The investigation of the returned x-ray tube showed that the characteristic curve of the small focus and of the micro focus was as expected. The large focus was found discontinuous which is a clear indication that the filament of the large emitter was overloaded, and the filament current was most likely too high. After disassembling the tube insert, this was confirmed as the focal track was found overloaded and melted. The customer service engineer replaced the x-ray tube and the system recovered. After hardware replacement there were no further issues reported. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported an x-ray tube issue in which no cine was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.